Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 279 mg/dl during fluctuating glucose levels. The user corrected the elevated glucose through a meal announcement and the ilet corrective algorithm. No outside medical intervention was required.